Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating, and that the insulin gauge was inaccurate. As well, as that the pump software did not suspend insulin delivery. Customer's blood glucose was 39-140 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.